Event description:
Following a cystoscopy procedure, instruments were being readied for cleaning when it was discovered that the ceramic beak portion was missing from the sheath. They went back into pt to search for the beak portion but were unable to locate it. Later, they found the missing beak in the sink where they were cleaning the instruments. Pt condition fine. Although there was no pt injury, the co is reporting it as an MDR.